Event description:
Dr. (B)(6) reported that a glidewell ht implant lacked stability. The patient's bone is type iii, and their oral hygiene is good. The patient presented on (B)(6) 2026 for a primary procedure on tooth #19. On (B)(6) 2026, before the second stage surgery the patient presented with inflammation and pain. The provider determined the implant lacked primary stability and removed the implant. The symptoms resolved after removal, the implant was replaced and no injuries were reported.

Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).